Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.2-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient began experiencing elevated blood glucose (bg) levels on saturday afternoon, which persisted overnight, with readings around 250 mg/dl. Despite receiving correction boluses every two hours, there was no significant response. By sunday, a bg meter reading showed levels had reached 400 mg/dl. Due to the lack of improvement, the patient presented to (B)(6) clinic on sunday. At the hospital, the pod was removed and replaced with a new one. The medical team monitored bg levels closely and the patient's bg levels began to decrease gradually, returning to normal within six hours. Symptoms reported included weakness, excessive thirst, fatigue, and increased sleepiness. The physician diagnosed high blood glucose and elevated ketone levels. The patient was monitored for 24 hours and discharged the following day.